Event description:
During coronary intervention procedure in the cath lab; while attempting to deploy stent to the desired location; the stent would not advance and got caught on the guide catheter itself, trumpeted slightly and was withdrawn to the wrist where it was left intact until patient was taken to the operating room for removal of right radial arterial stent, thrombectomy of right radial artery with vein patch angioplasty by a vascular surgeon.